Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the device was received in reset conditions with battery voltage above elective replacement indicator (eri). Analysis of the device image revealed that device triggered reset due to a bus error consistent with an integrated circuit anomaly. Device was restored to shipped settings and analysis was performed which indicated normal device functionality. Reset operation could not be reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
This report is to advise of an event observed during analysis.